Event description:
--

Manufacturer narrative:
Most recently, this medical device was returned to the boston scientific (B)(4) laboratory. Of the lead segment returned, analysis could not confirm or deny the allegation of lead fracture. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead may have fractured. Episodes with noise were identified and later reproducible with left arm movement. The rv pace impedance had been consistently in the low 400s for the last year, then at once jumped up to 1264 ohms. Anti-tachycardia pacing (atp) was delivered as a result of the noise oversensing, as well as a 31 joules shock. A revision procedure was scheduled to address the lead issue in the near future.

Manufacturer narrative:
To date, information indicates that this transvenous right ventricular (rv) lead was removed from service, but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated and updated.